Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant was removed due to infection and bone loss. An abscess and pain was present.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Two (2) tsv4b11 imp,tsv,4.1mm,sbm,11.5 (1241239 & 1247590) were received from the customer, however it is unknown which lot# corresponds to this complaint. DHR review was completed for the associated subject lot numbers 1241239 & 1247590. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record review was performed for the associated lot numbers 1241239 (op# 160 - str2) & 1247590 (op# 150 - str2) and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the associated lot number 1247590 for similar events and no other complaint was identified. Complaint history review was performed for the reported lot number 1241239 for similar events and x other relevant complaint was identified, (B)(4). June post market trending was reviewed and there were no actionable events or corrective actions for the reported events (bone loss & infection) or product (tsv4b11). Review completed utilizing keywords: medical: infection & medical: bone loss. As documented in the summary investigations, contributing factors for the reported event likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique. Based on the summary investigations, no malfunction occurred upon investigation. The reported events remain non-verifiable as they are a medical condition.